Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, multiple attempts to interrogate the device were unsuccessful. Magnet rate was 30 ppm in voo mode with intermittent loss of capture.